Event description:
The case was kidney transplantation. They removed obtulator after insertion of omst10bt, components from cannula broke a part. The tissue was not damaged. The pt did not get injured. No further complicated was reported. The surgery was not extended by more than 30 mins. Add'l info has been requested.

Manufacturer narrative:
(B)(4).